Event description:
Hologic myosure reach handpiece device not suctioning properly; very little to no fluids in container when surgeon using it, fluid should be suctioning properly into canister. Myosure reach handpiece device changed and improvements in suction/function were seen. Vendor rep in room assisted with assessing product/supply issues regarding hologic myosure machine.